Event description:
The customer reported that she was hospitalized twice. Once due to low calcium levels and dehydration. The blood glucose reading at the time of the event was unknown. The exact date was unknown, but she stated that it was either (B)(6) 2012. Spoke with the hcp that treated the customer. The hcp stated that the customer was also treated by the paramedics on (B)(6) 2012. It was stated that the customer was at a doctor's visit, and was not looking or feeling well. The paramedics were called, and the customer was taken to the hospital with a blood glucose reading of 306 mg/dl. The hcp stated that the customer has been having a very difficult time treating her diabetes because she is very forgetful, and has been forgetting how to use the insulin pump. The customer was called for follow up, but she was not feeling well enough to troubleshoot. The customer's blood glucose reading was 223 mg/dl. Advised the customer to call back when she feels better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.